Manufacturer narrative:
Device not returned.

Event description:
Patient reports rash across his face, around his ears and neck. He was switched to a different cannula (brand not specified) and had a similar reaction. Patient went to a dermatologist, who stated he was having a reaction to the cannula. Patient was advised to switch to a silicone cannula. No other injury reported.